Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05899, 1627487-2023-05900 it was reported the patients ipg became inoperable following an unrelated surgery and both leads migrated which was confirmed by x-ray. Patient underwent surgical intervention on (B)(6) 2023 during which their entire system was replaced. Therapy was restored post-op.